Event description:
Healthcare professional reported through company representative "baker grade ii capsular contracture". Healthcare professional reported through company representative "leak" and "prosthesis ruptured". This record is for the left side. The device was explanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.